Event description:
It was reported that for the past six months a septum deficiency was suspected for the reason that there was an accumulation after refill around the pump. The pump was replaced on (B)(6) 2015. When the pump connector was connected to the new pump the healthcare provider did not like the way it felt and attempted to push saline through and saw leaking at the catheter connector point. The healthcare provider replaced the catheter connector as well. There were no symptoms of overdose or withdrawal. The dose was lowered on (B)(6) 2015 to 25.04mcg/day. It was further noted that the healthcare provider noted that there was visible fluid accumulation under ultrasound during the pump refill procedure. The event attribution was not clear. The healthcare provider questioned if the pump septum was deficient or there was another issue related to the catheter connection. The healthcare provider was able to aspirate two ml of clear fluid via the catheter access port prior to closure at the end of surgery. The patient had recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿. A portion of the catheter was returned for analysis. Ana lysis of that portion found coring in the seal of the sutureless connector. Leaking was seen in the sutureless connector area during pressure testing in the lab.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.